Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt developed erosion over the stimloc site. There was no known accident or incident related to this complaint. It was later reported that the pt experienced wound dehiscence and scalp soreness/tenderness. The skin was thinning over the device. There was right frontal and partial scalp separation, an opening over the dbs cap. The pt underwent surgical intervention and exploration of the right frontal device. The right skin flap was revised along with replacement of the navigus clip and cap. IV antibiotics were administered. The pt outcome was good and noted as no injury. The pt was to return in the spring to discuss future implant of the left side.